Event description:
I was reported that the patient experienced ventricular tachycardia and died. An angiojet zelantedvt catheter was selected for a thrombectomy procedure to treat a deep vein thrombosis that ran from the iliac up to the inferior vena cava (ivc). The device was used during the procedure with no reported device malfunction; the device worked perfectly fine. The patient did not experience any abnormal symptoms during the procedure either. The physician performed thrombectomy (volume of 100 cc's), injected approximately 10 mg of lytic, and used a minimal amount of contrast. The patient was hydrated appropriately. The patient was transferred back to the intensive care unit (ICU) after the procedure. However, approximately 5 hours after the procedure, the patient experienced ventricular tachycardia and died. It was assessed that the angiojet procedure may have attributed to the patient's death.